Manufacturer narrative:
Investigation results: the heartstring iii device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly was inside of the delivery device tube. The seal was extended outside the delivery tube and was not unraveled; it remained anchored to the tension spring assembly. The green slide lock and the white plunger were depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to deploy. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one of the heartstring iii failed to load. A second device failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report #2242352-2012-00465 for the related report.